Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on 09/30/2017 due to high blood glucose level of 776 mg/dl. Customer treated with insulin drip. The customer stated that the insulin pump slipped out of his hand when he was trying to put insulin in it and it broke and cracked. The display went blank. Customer declined further troubleshoot for high blood glucose. The product was returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to cracked and bleeding lcd glass. Unable to perform functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test or excessive no delivery test due to blank display. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.